Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl at the time of incident. The current blood glucose level was 459 mg/dl. The other relevant blood glucose level was 453 mg/dl and 500 mg/dl. The customer experienced symptom such as tired. The customer treated with insulin pen for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.